Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment for the peritonitis was not reported. At the time of this report, the patient had not recovered from the event. No further detail was provided regarding whether the patient was hospitalized or if pd therapy was ongoing. No additional information is available.